Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the dependent patient presented to the hospital for a device upgrade. While using cautery, the patient went asystolic. After opening the pocket, the leads were disconnected and the patient was paced through the pacing system analyzer. The device was explanted and replaced successfully and the patient was in stable condition. The device was interrogated after the procedure and found to be in backup vvi operation.